Manufacturer narrative:
Device analysis report attached. This report is submitted on april 05, 2023.

Event description:
Per the clinic, the electrode array was not inserted in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2023 and patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 27, 2023.